Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when the surgeon tried to set the femoral component with bone cement, he found that there were scratches on the side of femoral component. He used other type nexgen femoral component.